Event description:
Additional information was received indicating increased pacing threshold measurements were also observed. An invasive procedure was performed. This device and lead were explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited intermittent high out of range pacing impedance measurements. The device was reprogrammed to right ventricular (rv) pace only. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.